Event description:
It was reported that a automated impella controller (aic) had a battery failure error message and would not charge past 50%. They tried turning the buttons on and off on the bottom of the aic and tried restarting and leaving plugged in, however the error message could not be resolved. This complaint was not related to a clinical procedure therefore there was no patient involvement. The aic was sent back to field service for further investigation.

Manufacturer narrative:
The investigation into the automated impella controller has been completed. The device was returned for evaluation and data logs were made available. Console logs were partially consistent with what was reported in the complaint. The complaint date was listed as 2025.01.30 but no logs exist from this date. However, multiple instances of battery failure (transport connection blown/missing) [event set #360] and battery level low (50%) [event set #23] alarms were observed from the date of (B)(6) 2025. The console was tested after arriving in field service. The battery failure issue was able to be reproduced. Results of running battery utility revealed that cell 2 in battery 2 had a voltage that was significantly less than the rest of the cells in the battery. The root cause of this issue was an internal cell imbalance observed in battery 2. B3 date of event; the customer reported occurrence date of 1/30/2025 but data logs shows occurrence date of (B)(6) 2025.